Event description:
It was reported that while in the operating room, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the iab through a sheath via the femoral artery. After insertion, the one-way blue valve was closed, "withdrawal vacuum twice", and flushed the central lumen with " heparinized normal saline". The md found the " heparinized normal saline infiltrated into the balloon." As a result, the iab was removed and another iab was inserted. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.